Manufacturer narrative:
Placement signal issue: the cause of the placement signal issue could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was a ¿placement signal not reliable" alarm present and white connector cable was straight without any kinks. The pump's positioning was confirmed via echocardiogram. There was no patient harm. At this time, the patient is still on support.

Manufacturer narrative:
Updated information: d6b explant date added. The patient survived post-explant.